Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that drops were not seen coming from the end of the tubing. Tandem's customer technical support (cts) verified that the luer lock connection was not completely secure. Cts recommended for the customer to secure the luer lock connection and resume fill tubing. The customer successfully filled tubing and there was no impact to the customer's blood glucose level.